Manufacturer narrative:
(B)(4).

Event description:
Information was received from a hcp (healthcare professional) via a company representative regarding a patient receiving intrathecal lioresal (lot number not available) via an implanted pump. The concentration was 2000 mcg/ml; the dose was 100 mcg/day. Other medications the patient was taking could not be obtained/was not available. The patient history included cp (cerebral palsy) and spastic quadriplegia. The pump IFU (indication for use) was listed as intractable spasticity and cerebral palsy. The patient's weight was 36 kg. The patient developed skin erosion over the inferior edge of the pump. It was unknown what led to the event. No diagnostic tests were performed. On (B)(6) 2015, the pump and catheter were explanted due to suspected infection and impending erosion through the skin. The patient was hospitalized on itb (intrathecal baclofen) withdrawal watch. A PICC (peripherally inserted central catheter) was placed for the patient to receive 6 weeks of antibiotics. The patient status at the time of this report was alive - with injury. Further follow up was done to determine concomitant medications, lot number of the lioresal, if diagnostics had been performed, cause of the event, and if the patient had fully recovered.